Manufacturer narrative:
Initial reporter name and address:: occupation is patient/consumer. The alleged false positive test line may rarely occur. This may occur with certain samples in some testing conditions. Depending on samples and testing temperature and humidity, abnormal test results may occur in forms of a ghost line on t, a blurred t line and repeated t lines. These phenomena are due to blocking lines on the membrane which are usually invisible and are to filter interruptive materials in samples to help migration and prevent non-specificity. Product labeling states: there is a very small chance that this test can give a positive result that is incorrect (a false positive). In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The consumer reported a false positive result with the covid-19 at-home test. On (B)(6) 2022 the consumer began experiencing symptoms that included a headache and diarrhea. On (B)(6) 2022 at 7:45 a.m. The consumer performed a covid-19 at-home test and the result was positive. On (B)(6) 2022 at 8:30 a.m. The consumer performed a covid-19 at-home test and the result was negative. No other information can be provided. No additional information about treatment and outcome was provided.